Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, 90% stenosed area between the left main trunk (lmt) and the proximal left anterior descending (lad) artery. The balloon was used to post-dilate another manufacturer's stent. The balloon was initially inflated to 16 atms. On the second inflation, the balloon ruptured. The procedure was completed with another quantum maverick monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".